Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient went to the hospital for hyperglycemia while using the infusion device. The patient's blood glucose was 345 mg/dl at 5:09 p.m. The infusion device was supposed to deliver 4.8 units of insulin that was recommended by the blood glucose monitor, but the connection was lost between the infusion device and the blood glucose monitor while trying to deliver the bolus of insulin. The patient's blood glucose result was 385 mg/dl with positive ketones at 7:00 p.m. The patient was in the hospital from 7:40 p.m to 9:50 p.m. The blood glucose result was 345 mg/dl at the hospital. The patient was treated with orange juice and sugar to reduce the ketones. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.